Event description:
It was reported that the target was an eccentric cto de novo in the pl with heavy tortuosity and mild calcification. It was very tight and difficult to cross the target with the crosssail. It was managed to cross the lesion by repeatedly pushing the crosssail (contrary to IFU). An inflation was performed twice, at 13 atm and 14 atm for 30 seconds each. When the crosssail was drawn into the guiding catheter, it suddenly felt light and it was noted that the shaft was separated as it was coming out from the patient. Reportedly, there was no patient injury.